Event description:
Patient has a history of familial cardiomyopathy, for which she underwent initial ICD device implantation approximately 1 year ago with assistance of plastic surgery. Patient subsequently underwent multiple pocket revisions as well as lead extraction, new lead placement on the left side. Due to continued ongoing intractable pocket pain, she is here for a pocket revision. Incidentally found to have right atrial lead insulation break and lead.